Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on an mobile meter, compared to compact plus meter, within 10 minutes: 19 mmol/l on mobile meter and 9 mmol/l on compact plus meter. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test the returned device because the test strips had expired prior to being received by the manufacturer.